Event description:
It was reported that the external pulse generator (epg) encountered a "self test error." Technical services (ts) provided assistance in resolving the issue by explaining how and why the error can happen. The caller tried to duplicate the error, but could not. The epg was restored to use and remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.